Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred and the customer was unable to install the cartridge on the pump. Troubleshooting was performed and an o-ring was found on the pneumatic tap. The o-ring was removed and a new cartridge was successfully loaded onto the pump. Customer¿s blood glucose level was 180 mg/dl.